Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the malfunction. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information to assist the caller with resetting the pump and ensured the malfunction code did not recur.